Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or determine if any product condition could have contributed to the reported ER visit/hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that he went to the ER (emergency room) and was hospitalized due to high blood glucose, which reached 530mg/dl. The pod was worn between 4 and 24 hours. Customer stated that the cannula was kinked. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).